Event description:
Related MFR report number: 2017865-2023-50197. It was reported that a patient presented to the emergency room due to being shocked. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead and that the patient was inappropriately shocked due to incorrect interpretation of signal on their implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.